Event description:
It was reported that after an inflation in the subclavian vein, the pta balloon was difficult to retract through the introducer sheath. Excessive force was applied to the catheter during the retraction attempt and the outer catheter detached proximal to the balloon. The catheter and sheath were removed together as a single unit. There was no report pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The investigation of the returned device was confirmed for a complete circumferential outer shaft break at the proximal balloon glue joint. Balloon retraction difficulty can be confirmed, as the balloon could not be retracted from the returned introducer sheath and the sheath tip was flared. Per the reported event details, excessive force was used to retract the balloon through the introducer sheath. As the outer catheter break showed signs of stretching, it is likely that this excessive force during retraction resulted in the outer catheter break at the proximal balloon glue joint; however, the definite root cause for the retraction issues could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Additionally, warnings and specific directions for use of the atlas pta dilatation catheter are included in the IFU.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide the correct initial reporter information, which was updated in the appropriate sections.